Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. The photo provided did not clearly show the reported defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. H3 other text : see h10.

Event description:
It was reported that during use with 8 bd q-syte¿ needle-free connector w small bore extension set leakage occurred. There was patient impact. The following information was provided by the initial reporter, translated from chinese to english: leakage occurred at the top screw port when the neonatology department reported infusion

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 8 bd q-syte¿ needle-free connector w small bore extension set leakage occurred. There was patient impact. The following information was provided by the initial reporter, translated from chinese to english: leakage occurred at the top screw port when the neonatology department reported infusion.